Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. One clip was successfully implanted. An xtw clip was inserted and placed on the tricuspid valve. While attempting to deploy the clip, the lock line (ll) became stuck. Additional force was applied, and the ll was able to be removed. The clip was successfully deployed, reducing tr to a grade of <1. Under inspection, thickening of the ll was observed 6cm above the distal end. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported lock line resistance and thickened lock line were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.